Event description:
An egg retrieval was performed on (B)(6) 2010. On (B)(6) 2010, the patient complained of abdominal pain. An ultra sound was done and showed enlarged ovaries. Blood work was done and the patient's hh was low. The patient went to the operating room on (B)(6) 2010, and 1 liter of old blood was drained from the abdominal cavity. At the time of this report, the patient is in the dr office receiving IV fluids. She is nauseous and not able to eat, but her blood work is improving.

Manufacturer narrative:
A proper evaluation cannot be performed due to the facility not returning the device. The customer was contacted for additional information noting the contact indicated they are not sure it's the needle causing the issue. The nurse is checking with the physician to see if our sales representative could observe one of the procedures. At this time, the root cause cannot be confirmed, should additional information become available, it will be forwarded.